Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was scrapped. Customer complaint was confirmed.

Manufacturer narrative:
In initial report missed to capture details component grid code and b5 verbiage. And corrected due date and date received by manufacturer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped box h6: component grid code and verbiage has been updated.